Event description:
It was reported that in central processing, a broken cable was identified on the pk dissecting forceps instrument. There was no report of fragment(s) falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's pitch cable to be broken at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.